Event description:
It was reported the system made a loud whistling noise when shutting down at the end of an exam. The user tried to reboot but the system would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue cold not be duplicated. The system was tested adn found to be working as intended and put back into service.